Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements as high as 139 ohms. Technical services (ts) was consulted, noting the trend data for this lead since implant in (B)(6) 2022 shows a variable low voltage shock impedance ranging from 75 to 139 ohms. The one-year trend data shows in-range pace/sense impedance, threshold, and intrinsic amplitude. In view of these more recent elevated shock impedance measurements, ts recommended in-clinic evaluation of the mechanical integrity of this rv lead. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
With all the information, boston scientific concludes the reported clinical observation of out-of-range shock impedance is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). A review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The lead remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This lead remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements as high as 139 ohms. Technical services (ts) was consulted, noting the trend data for this lead since implant in (B)(6) 2022 shows a variable low voltage shock impedance ranging from 75 to 139 ohms. The one-year trend data shows in-range pace/sense impedance, threshold, and intrinsic amplitude. In view of these more recent elevated shock impedance measurements, ts recommended in-clinic evaluation of the mechanical integrity of this rv lead. No adverse patient effects were reported. This lead remains in service. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.